Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the initial procedure on (B)(6) 2016, physician noted the aneurysmal right common iliac artery had moderate calcification and moderate tortuosity and the left external iliac artery was narrow with calcification. During deployment of the bifurcated device, it was difficult to deploy the contralateral side due to patient anatomy. After deployment, procedure was completed, but physician noted that the leg was pulseless and that blood circulation was not made at the periphery. This was due to a dissection in the left external iliac artery that was resolved by implanting a non-endologix stent. Physician elected to also implant a limb extension to better seal the left common iliac artery, which was also difficult to deploy due to device being caught by an edge of the contralateral limb of the bifurcated device. Physician was able to deploy the limb extension and complete the procedure. Patient is in stable condition.